Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position." A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the central venous line slipped out although it was sewn to both wings. The catheter was immediately replaced, however it was reported that the patient experienced blood pressure instability and arrythmia associated with a mispositioned cvc. They were able to treat the patient norepinephrine and cordarone once the new catheter was placed. Additional information has been requested from the account.

Event description:
It was reported that: the central venous line slipped out although it was sewn to both wings. The catheter was immediately replaced, however it was reported that the patient experienced blood pressure instability and arrythmia associated with a mispositioned cvc. They were able to treat the patient norepinephrine and cordarone once the new catheter was placed. Additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 4-lumen cvc, a clamp catheter, and a clamp fastener for analysis. No obvious signs of use were observed on the catheter body. Visual analysis of the catheter revealed that the box clamp was returned attached to the catheter body. No obvious defects or anomalies were observed on the returned sample. There is no evidence to suggest that the catheter suture wings (on juncture hub) were secured with sutures. The catheter length measured 221 mm, which is within the specification limits of 207-227 mm per catheter product drawing. The catheter outer diameter measured 2.949 mm, which is within the specification limits of 2.87-2.97 mm per catheter extrusion product drawing. The clamp catheter inner diameter measured 2.7432 mm, which is within the specification limits of 2.74-2.95 mm per clamp catheter product drawing. The catheter, catheter clamp, and clamp fastener were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "use triangular juncture hub with side wings as primary suture site. Catheter clamp and fastener should be utilized as a secondary suture site as necessary." The catheter juncture hub was secured within a vice and the box clamp was attached to the catheter body. To test the axial clamp holding force, the box clamp assembly was attached to a force gauge. Per amrq-000145 rev.05, "generation 1 combinations of the clamp/fastener for catheters larger than 7fr should sustain a withdrawal force of = 6n (1.35lbs)." The box clamp assembly was pulled in the direction of the catheter body to 1.35 lbs. No movement from the box clamp was observed. Two device history record reviews were performed based on the potential lots identified by the customer, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "use triangular juncture hub with side wings as primary suture site. Catheter clamp and fastener should be utilized as a secondary suture site as necessary". In addition, "snap rigid fastener onto catheter clamp. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration." The customer report of a catheter migration could not be confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed on the returned sample. Additionally , functional testing confirmed no movement on the box clamp assembly. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp or the juncture hub suture wings were secured by the customer; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the central venous line slipped out although it was sewn to both wings. The catheter was immediately replaced, however it was reported that the patient experienced blood pressure instability and arrythmia associated with a mispositioned cvc. They were able to treat the patient norepinephrine and cordarone once the new catheter was placed. Additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4).